Event description:
In 2004, the vad coordinator at the center noted silicone oil leaking from around the metal fitting of the right ventricular assist device (rvad) of a bi-ventricular assist device patient implanted in 2004, the manufacturer clinical specialist was contacted and advised the center to very gently tighten the screw on metal fitting at the point of the leak and then to rub bone wax around fitting. There are no alarms or change in pressures. The patient remains ongoing on bi-ventricular assist device support while awaiting a heart transplant.